Event description:
Patient reported obtaining a result of 300 mg/dl, while using the suspect device. Patient indicated that she has been instructed to take an additional unit of insulin for every 10 mg/dl above 250 mg/dl. Patient reported that, 30 minutes after delivering additional insulin, she began experiencing symptoms of low blood glucose. Patient tested her blood glucose using another blood glucose monitor, and received a result of 48 mg/dl. At the same time, paient retested, using the suspect device, and received a result of 89 mg/dl. Patient self-treated hypoglycemic symptoms by eating and drinking orange juice. Patient reportedly had run controls, on the suspect device, and the results fell with the acceptable range (exact values not provided). Technical support requested the return of the suspect device and replacement product was shipped.